Manufacturer narrative:
Additional information: no conclusion code available. Device was received with no telemetry and erratic output rate. Testing performed after cutting open the device determined loss of telemetry was caused by high battery current. The high battery current recovered and was no longer present after power cycling the device. This behavior is consistent with hardware latch up condition on the hybrid circuitry.

Event description:
During follow-up, the device unable to be interrogated with several merlin programmers and a magnet. The device was explanted and replaced and the patient was in stable condition.